Event description:
Before the procedure, the doctor found that the distal end of the gastroscope was turned hot after approx 15-20 seconds when the doctor started the video processor. The doctor felt the heat through her rubber. They replaced the gastroscope with another one, however, the same event occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2021 - 06791. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.